Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a broken applicator needle that occurred on (B)(6) 2016. The sensor insertion was at the buttocks on the (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. Tesing compromised a visual inspection and concluded that an investigation was unable to be perfroemd due to only the sensor pod bein greturned. The reported event of a broken needle was not confirmed. A root cause could not be determined.